Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump did not alarm when the cartridge was empty. Reportedly, the patient experienced ¿unusual high¿ blood glucose (bg) this week. No bg values, signs or symptoms were indicated, which is not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the daily insulin delivery totals correctly reflected the user's programmed basal rates. During investigation, moisture was visible in the display. The pump powered on with a blank display. Further performance testing was not able to be performed due to moisture damage.